Event description:
It was reported that to reposition the microcatheter over the tortuous left posterior inferior cerebellar artery (pica) aneurysm, the physician decided to remove and re-sheath the stent delivery wire. During re-sheathing, the distal end of the delivery wire became stuck in the hub of the microcatheter and consequently the stent deployed in the hub. There was no clinical consequence to the patient. The physician continued the procedure with a similar device.

Event description:
It was reported that to reposition the microcatheter over the tortuous left posterior inferior cerebellar artery (pica) aneurysm, the physician decided to remove and re-sheath the stent delivery wire. During re-sheathing, the distal end of the delivery wire became stuck in the hub of the microcatheter and consequently the stent deployed in the hub. There was no clinical consequence to the patient. The physician continued the procedure with a similar device.

Manufacturer narrative:
Based on review of this event, the stent deployed in the hub of the catheter after the physician was unable to resheath the stent. This occurred outside of the patient and if this event was to re-occurred again, there is no risk of the stent deploying unintentionally inside the patient as the attempt to resheath the stent takes place outside the patient. Therefore, this event does not meet the criteria of a reportable event.